Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cerebrovascular accident (cva) is a known inherent risk of use of this device. Device history record review: a review of the device history record (DHR) could not be performed since the ship history review was unable to be completed, since the ID provided in the event did not return any lot history information for the given upn. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the farawave catheter risk documentation was completed and confirmed that the event of additional intervention required was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device based on the information provided within the event description. Cerebral vascular accident (cva) is an expected procedural complication addressed within the IFU for the farawave catheter. Based on the investigation the reported allegations were unable to be confirmed.

Event description:
It was reported that patient experienced stroke post procedure. During a pulmonary vein isolation using pulse field ablation, a farawave 2.0 nav cath was selected for use. The procedure was uneventful, and all pulmonary veins were successfully isolated. Post-intervention the following day, the patient developed a right-sided hemianopsia. A computed tomography (CT) scan was performed and revealed a subacute infarction, after which the patient was transferred to the stroke unit. A non-vitamin k antagonist oral anticoagulants (noac) therapy was initiated. Due to sustained cardiological and neurological stability, the patient was transferred to a regular ward on (B)(6) 2025 and was discharged from the hospital on (B)(6) 2025. The device is not expected to be returned for analysis (disposed). It was further reported that act was maintained during the procedure. Irrigation flow rate for sheath was 40ml/min and catheter was 20ml/min. Irrigation was not interrupted. Clot was ruled out pre-procedure. No issues with transseptal puncture workflow. Patient was in conscious deep sedation.

Event description:
It was reported that patient experienced stroke post procedure. During a pulmonary vein isolation using pulse field ablation, a farawave 2.0 nav cath was selected for use. The procedure was uneventful, and all pulmonary veins were successfully isolated. Post-intervention the following day, the patient developed a right-sided hemianopsia. A computed tomography (CT) scan was performed and revealed a subacute infarction, after which the patient was transferred to the stroke unit. A non-vitamin k antagonist oral anticoagulants (noac) therapy was initiated. Due to sustained cardiological and neurological stability, the patient was transferred to a regular ward on (B)(6) 2025 and was discharged from the hospital on (B)(6) 2025. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.